Event description:
"Please I have been sick since I got them. I'm so tired, can't get out of bed. My body hurts so bad, my hair is falling out. I can't go on much longer. I've paid lots of money for these 10 months ago now. I'm so sick just want them out, don't care what my breast look like. Help the people who just want them out. I have the smooth silicone cohesive. Help please, I won't sue. Please it will cost me (B)(6), just send me money I will sign what I have to. Please, please mr president, this is real. I will leave a letter if I die and why I'm dying on my groups. I'm very sick, please get out. No dr understands." FDA safety report ID# (B)(4).